Manufacturer narrative:
Concomitant medical products: product ID 97755, lot#/serial# (B)(6),product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the ins battery won't charge up, controller won't recognize rtm was plugged in. Pt and pt's wife called repeating their equipment would not charge the ins at all since last wednesday. Caller said they met with rep on friday at the doctor's office and was told to call ps for a new rtm. Caller and pt said there was no damage to equipment, but said when they plugged in the rtm, the controller wouldn't even recognize rtm was plugged in. No patient injury was reported.

Manufacturer narrative:
Concomitant medical products: product ID 97755, lot#/serial# (B)(6), product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated patient reported their controller shows excellent connection while charging but the ins isn't charging at all or is slow to charge and they've also had issues connecting to ins. Caller stated this has been occurring for about a week and yesterday, the ins "quit completely" in terms of charging. Caller stated that ins is currently dead, controller is at 100% and patient attempted charging for an hour today and 2 hours yesterday without success. The caller was not with the patient. The caller was redirected to have patient call ps for further troubleshooting to see if they can get any charge into the ins. Once ins has some charge, tss suggested caller meet with patient to check tablet recharging stats to see if it aligns with patient's report. Tss reviewed this may be an education issue or a component may need to be replaced but more information is need prior to replacing a component.